Event description:
The initial reporter received questionable ise indirect na for gen.2 results for 13 patient samples tested on a cobas 8000 ise module. The initial results were not reported outside of the laboratory. The reporter stated that sodium results in their module's ion-selective electrode (ise) 1 have been running low. The patient samples were then reran in the ise 2 of the module. The results from the ise 2 were verified by an unspecified analyzer. The repeat results were deemed correct. Patient #1 had an initial result of 130 mmol/l with a repeat of 142 mmol/l. Patient #2 had an initial result of 126.6 mmol/l with a repeat of 140 mmol/l. Patient #3 had an initial result of 125.8 mmol/l with a repeat of 136.7 mmol/l. Patient #4 had an initial result of 118.4 mmol/l with a repeat of 128.4 mmol/l. Patient #5 had an initial result of 125 mmol/l with a repeat of 134.5 mmol/l. Patient #6 had an initial result of 129.6 mmol/l with a repeat of142.2 mmol/l. Patient #7 had an initial result of 125.6 mmol/l with a repeat of 139.8 mmol/l. Patient #8 had an initial result of 126.2 mmol/l with a repeat of 136.7 mmol/l. Patient #9 had an initial result of 126.1 mmol/l with a repeat of 137.7 mmol/l. Patient #10 had an initial result of 129.5 mmol/l with a repeat of 141.7 mmol/l. Patient #11 had an initial result of 126.3 mmol/l with a repeat of 139.6 mmol/l. Patient #12 had an initial result of 127.4 mmol/l with a repeat of 140.4 mmol/l. Patient #13 had an initial result of 126 mmol/l with a repeat of 139.6 mmol/l. The sodium electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The investigation included a review of the customer's calibration data and there were no issues found. A general reagent problem can be excluded because the provided calibration data were within specifications. The field service engineer (fse) replaced the sipper and ion-selective valves. He also bleached the ion-selective electrode (ise) unit. Qc and calibrations were performed with acceptable results. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.